Event description:
This patient underwent a coil embolization assisted with an enterprise stent. During enterprise stent deployment, the distal part of delivery wire (1.2cm) bound and m2 vessel ruptured. The microcatheter was a prowler select plus. Three coils were deployed at the site, and glue was injected. A branch of the (mca) middle cerebral artery was occluded. After the procedure, the patient was in critical condition.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.